Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and the patient began treatment for the peritonitis with fortum, 2 grams (frequencies, and routes not reported) and stopped 22 days later. Five days after being admitted to the hospital, the patient was discharged. At the time of this report, the patient's pd effluent was clear and the patient was recovering from the peritonitis event. It was not reported if dianeal therapy was ongoing. No additional information is available.